Event description:
It was reported that the biomed stated that the nurses were complaining of their arctic sun device was not warming a patient and instead seemed to be cooling a patient. They were unsure if they received any alerts or alarms.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that the nurses were complaining of their arctic sun device was not warming a patient and instead seemed to be cooling a patient. They were unsure if they received any alerts or alarms.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. The biomed stated that the nurses were complaining of their arctic sun device was not warming a patient and instead seemed to be cooling a patient. They were unsure if they received any alerts or alarms. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.